Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient has alleged to dry eyes, sore throat, nasal irritation and nausea. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 health effect - clinical codes has been updated in the report and section h6 updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer previously received information alleging to have black particles in water tank, errors, and a sore throat while using this device. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated externally and the manufacturer observed dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath. The internal aspect of the device was inspected and the manufacturer observed mineral deposit spots on the bottom of the blower motor and inside the blower motor casing, its indicates potential water ingress inside the device; unknown dust-like contamination was observed on top of the blower motor and blower motor seal. The manufacturer observed black contamination, consistent with keratin, at the air outlet of the blower box. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were two errors (# irrit02, # infect01) found. The manufacturer concludes that they confirm the customer's allegation and there is dust/dirt contamination and the source of contaminations were external to the device.